Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 12/30/2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A force test was performed with no issues or failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated on 01/20/2015 with the following findings: there was a "pump not primed" warning observed in the pump¿s black box where the force reading did not reach zero. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.